Manufacturer narrative:
(B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two endovive standard peg kits push method used during the same procedure. Refer to manufacturer report# 3005099803-2021-03568 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During the procedure, the peg tube was detached. It was reported that a part of the device was detached inside the patient and was retrieved. A second peg tube was used and the same thing happened. The procedure was completed with a third endovive standard peg kit push method. There were no patient complications reported as a result of this event.